Event description:
It was reported that the same patient had two instances of the foley catheter balloons broken after placement. The patient condition whether they had an infection or cloudy urine was unknown.

Manufacturer narrative:
The reported event was confirmed as cause unknown. Three photos were received for evaluation. The first photo shows a top view of a two-way catheter. The second photo shows the deflated balloon and tip with a pink arrow pointing at the balloon. The last photo shows the catheter's cap with the lot number printed on it nghz0019. Received 1 all silicone foley catheter. The balloon was inflated with an inhouse syringe with 10 ml methylene blue solution (3 drops 1 percentage aqueous methylene blue per 100ml distilled water) using the inhouse syringe however a leak was noted from the balloon due to a pinhole 0.016". The returned sample does not meet specification which states: catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Based on the investigation results, no actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: bard® silver lubri-sil® foley tray warnings 1. Method for use (1) do not inflate the balloon in the urethra. The urethra may be injured. (2) do not pull the catheter hard. The bladder/urethra may be injured. 2. Applicable patients patients with delirium who might pull out catheter. When patient tugs at catheter unconsciously, the bladder and urethra may be damaged. Contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10 percentage povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). They may damage the device and may burst balloon. (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon. 2. Applicable patients patients with known allergy to silver coated catheter. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the same patient had two instances of the foley catheter balloons broken after placement. The patient condition whether they had an infection or cloudy urine was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.